Event description:
It was reported by service report that the cpu was not sending enough power to the foot end lift motor. It is unknown if there was pt involvement, however no adverse consequences were reported.